Event description:
During a cholecystectomy by laparoscopic the endo grasp 5mm -autosuture- broke and a piece of its jaws fell in the abdominal cavity. This foreign body was removed during the same surgery without complication.